Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the subject experienced 3 bloody stools and was hospitalized. They received 3 units of packed red blood cells (prbc) and were transferred to (B)(6) medical center. Gastroenterology (gi) was consulted and scoping of the upper and lower gi tract were performed. No active bleeding was determined but evidence of stigmatic bleeding in the left colon was observed. On (B)(6) 2018, one additional unit of prbc were transfused.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.